Manufacturer narrative:
(B)(4). Batch #: 244a46. Reload: sr75 (lot # 424a32). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired, with the swing tab in the locked position and the knife exposed on the distal end. The device was tested for functionality with a test reload and achieved its complete firing sequence and the knife returned to home position without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. The instructions for use do contain the following caution: do not forcibly move the firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. The condition of the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer to instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a right hemicolectomy, the doctor was using ntlc75 and sr75. The ntlc can¿t fire during procedure, so they reopen a set of it to continue the surgery. There was no delay. No fragment was generated, and the procedure was completed successfully with no patient consequences.